Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the yellow o-ring was visible at the battery cap during the time of power interruption. It was reported that the battery cap had never been replaced, and that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed an unexplained pump reboot. The battery compartment was observed to be cracked, but no stripped compartment threads were observed. The returned battery cap had stripped threads, and the yellow o-ring was missing. The returned battery cap was unable to secure onto the pump. A 24 hours duration test could not be conducted due to duplicated pump reboots with the returned battery cap. A test cap was used to complete the investigation, and was able to secure onto the pump. The pump powered on with the test battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or damage was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).